Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: mw5081129.

Event description:
It was reported (via mw5081129) that a patient of unknown age and sex who underwent an unspecified breast implantation procedure, experienced the following: "two months after getting my saline breast implants I started developing symptoms, anxiety at first, numbness, tingling. Got a full hysterectomy in 2008 because I had my period for 6 months after getting them. Over 8 years, I developed more symptoms, brain fog, extreme food allergies, malabsorption, joint pain, confusion, cognitive issues. I just couldn't function, severe fatigue, and more; many of my issues went away after getting them removed in 2015 but I am still stuck fighting guy issues, over production of histamine and fatigue. Chemical sensitivity, light and sound sensitivity. They ruined my life I have never been the same and don't know that I ever will be. We need warnings. They are poison." This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the correct date of implantation was (B)(6) 2007 and that the correct date of explantation was (B)(6) 2015. Mentor also became aware that the patient identifier was (B)(6). In addition, mentor also became aware of the initial reporter's information as the following: (B)(6). This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).